Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 2 years after implantation, the catheter was too floppy and it was very difficult to remove, the cuff was stuck. To avoid the catheter breaking off in the patient, a small incision was made and the cuff was slowly dissected away from the chest wall. A slight tear can be noted on the catheter at the cuff which would have broken off. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 2 years after implantation, the catheter was too floppy and it was very difficult to remove, the cuff was stuck. To avoid the catheter breaking off in the patient, a small incision was made and the cuff was slowly dissected away from the chest wall. No excessive force used in taking out the catheter but with just a more complicated removal with larger incision using a standard minor tray with scalpel. They normally do not take out under fluoroscopy but they had to with this patient. Chloraprep or chlorhexidine was the cleaning agent used on the device. The catheter was removed on the day of the event because the patient no longer required dialysis therapy. A slight tear can be noted on the catheter at the cuff which would have broken off. The catheter was not repaired or replaced. The patient had no harm and went home right after.